Manufacturer narrative:
(B)(4). Other devices explanted: model: 5100. Description: reactiv8 implantable pulse generator serial number: (B)(6). UDI #: (B)(4). Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that the device showed an out-of-range/high-impedance reading on one of the electrodes on the right lead. An x-ray was taken, and no confirmed lead fracture was found. The out-of-range/high-impedance condition is preventing the patient from undergoing magnetic resonance imaging (MRI). As a result, the device was explanted. The ipg and leads were removed completely without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other devices explanted model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6). UDI #: (B)(4). Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). UDI #: (B)(4). The ipg and lead assemblies were received for analysis. There was no allegation against the functionality of the ipg. The ipg passed functional testing and performs properly. Visual inspection observed no damages or anomalies with the received ipg. The allegation of out of range could not be confirmed on both leads. Both leads were received cut into two segments. The cut damage is assumed to have occurred during explant. Closer inspection of both leads under a lab microscope observed no fractured coils throughout the leads. No other damages or anomalies were observed throughout both leads. Functional testing could not be performed due to both leads being received cut into two segments. H6 updated.

Event description:
It was reported that the device showed an out-of-range/high-impedance reading on one of the electrodes on the right lead. An x-ray was taken, and no confirmed lead fracture was found. The out-of-range/high-impedance condition is preventing the patient from undergoing magnetic resonance imaging (MRI). As a result, the device was explanted. The ipg and leads were removed completely without complications. There was no report of patient harm or injury.